Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Unknown if the reported anxiety, burning in chest, and ivc spasm are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. The following allegations have been investigated. Fracture, vena cava (vc)/vertebra perforation, embedment, vena cava (vc)/filter thrombus, deep vein thrombosis (dvt), difficult to retrieve, anxiety, burning in chest and inferior vena cava (ivc) spasm. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right internal jugular vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient alleges that percutaneous retrieval was attempted on (B)(6) 2017 due to device failure, and the filter was successfully retrieved on (B)(6) 2018 due to device failure. Patient is alleging fracture, vena cava perforation, organ perforation, tilt, clot in filter, caval thrombosis, and embedment. The patient further alleges "anxiety, burning in chest." Per report from CT (computed tomography): "a vena cava filter is in place. There is thrombus in the left iliac and femoral vein." Per report from cavogram: "the guidewire was advanced to the ivc, followed by the sheath for the retrieval set for the celect filter. An inferior vena cavogram was performed. This demonstrates some thrombus near the filter tip. A brief attempt was made to see if the retrieval hook of the filter could be engaged. This was not successful. An additional inferior vena cavogram was performed in a different projection. This .showed that the thrombus in the filter extends up toward the hook and is preventing hook engagement. It was therefore decided that the patient should continue on anticoagulation and repeat attempts could be made in two months." Per report from venogram: "occlusive thrombus extends from the left femoral vein in the upper thigh through the patient's previously placed inferior vena cava filter. Following mechanical thrombectomy, approximately 70% to 80% reduction in thrombus burden was achieved with residual irregular and resistant thrombus extending primarily throughout the inferior vena cava both above and below the inferior vena cava filter with minimal remaining iliac vein thrombus." Per report from venogram: "completion of thrombolysis. Additional mechanical thrombectomy was also performed. A flow channel has been established from the left iliac system through the ivc filter and up the inferior vena cava. There is still old mural thrombus evident in the inferior vena cava. It is unlikely that this would resolve with further thrombolytics." Per report from venogram 2: "considerable interim progress has been made with lysis of most of the clot in the iliofemoral system. There is still thrombus, probably more chronic in nature, in the region of the ivc filter." Per report from venogram: "thrombosis of the left common an external iliac veins. Resolution of the acute thrombus in the external iliac vein but there are still some chronic appearing narrowing in the common iliac vein. There may be some mural thrombus still present. Overnight infusion will be attempted. It is possible that the patient may need stenting of the left common iliac vein due to chronic scarring from may-thurner syndrome." Per report from thrombolysis: "there was flow in the cava." "The cavogram demonstrates no clot within the filter, however, there seemed to be very minimal if any washout from the right-sided system." Per report from venogram: "successful multi-day infusion of tenecteplace with complete lysis of clot in the filter in the superior vena cava, as well as left and right iliac veins." Per report from CT: "an ivc filter is present in the expected position in the infrarenal segment of the vessel. Some of the limbs the filter apparently extend through the vessel wall but this can be normal." Per report from CT: "there is a inferior vena cava filter, with tip which resides in an extravascular location. Several struts extend beyond the lumen of the inferior vena cava. There is heterogeneous attenuation within the lumen of the inferior vena cava inferior to the filter, which may represent thrombus material." Per retrieval report (attempted): "ivc patency: patent. Indwelling filter: cook celect retrievable. Filter position: infrarenal ivc. Filter integrity: fractured with one strut embedded in vertebral body. Intra-filter thrombus: none. Leg penetration: present. Hook position: embedded in the ivc wall." "Failed filter capture technique: both standard and advanced filter retrieval techniques were employed. Filter appearance at termination of procedure: unchanged from the start of the procedure." "Additional findings: ivc spasm immediately cranial to the filter was noted." Per retrieval report (successful): ¿this demonstrated widely patent inferior vena cava with the filter hook tilted and embedded into the ivc wall. The previously fractured leg was not seen in the inferior vena cava. It extends in the para-caval space and with bony reaction around its distal tip in the vertebral body.¿ ¿attempts were made to capture the hook of the filter with the sheath, which was unsuccessful. Advanced techniques were then required.¿ ¿the filter was then removed with the 16 fr sheath externally. Inspection of the filter demonstrated an intact device apart from the known fractured piece which is extravascular.¿ ¿this demonstrated widely patent inferior vena cava with no extravasation or stenosis.¿

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2008". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.